Event description:
It was reported that during implant, the screw on the lead goes heavily and there was no capture with high thresholds after several positions. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.